Manufacturer narrative:
The impella cp was not returned for investigation, despite multiple requests for product return. If additional information is obtained by the manufacturer, a follow up report will be submitted. (B)(4).

Event description:
A (B)(6) female patient presented with a large anterior, lateral myocardial infarction and an occlusion of the ostial left anterior descending artery. The patient was being supported by an intra-aortic balloon pump during the intervention, and reportedly decompensated after the reperfusion. An impella cp was implanted on (B)(6) and supported the patient for the next three days, and the patient was reported to be doing well on the evening of (B)(6). The physician attempted a quick wean from impella support, decreasing by 1 performance level every 10 minutes, and the patient did not tolerate this. The following morning on (B)(6), the physician began to wean the patient from impella support again. The patient was brought to the cardiac catheterization lab for removal of the impella cp. During the procedure the patient complained that her legs were going to sleep. An arteriogram revealed the left circumflex and iliac arteries were open, however there was no blood flow. An angiogram then revealed a massive clot or dissection in the abdominal aorta, beginning in the renals and extending to the aortoiliac bifurcation. Vascular surgery was consulted and the patient was brought to the operating room with the intention of performing either a thrombectomy or repair of an ascending aortic aneurism (aaa). The percutaneous thrombectomy was performed with angiojet in the operating room. Renal and inferior mesenteric artery stents were placed, and the patient was sent back to the unit, however pulses were lost in the patient's left leg. The patient was brought back to the operating room for an open thrombectomy. The procedure was unsuccessful and the patient expired.